Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded and was admitted to the hospital. High thresholds and non capture at max output were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.